Manufacturer narrative:
Batch review performed on 16october 2024 lot 104018: (B)(4) items manufactured and released on 27-jan-2011. Expiration date: 2015-12-31. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs department a revision surgery was performed 13 years after a tha due to reported aseptic loosening. The available x-ray images confirm radiolucent lines around the stem, particularly in the proximal region. Additionally, bone rarefaction in the greater trochanter is visible. Aseptic loosening is a known adverse event described in the literature following primary cementless hip arthroplasties, often with causes that remain unclear. In this case, the exact reason for the failure cannot be determined. Conclusion and root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
Revision at about 12 years and 11 months post-primary due to aseptic loosening. The surgeon revised the stem, the head and the liner successfully.